Manufacturer narrative:
H6: updated results code 2 for manufacturing evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
H6: updated results code 1 for sterilization evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for manufacturing evaluation.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established; d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further state: ¿for best results, use monofilament sutures.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilizations records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05312457. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) healthcare. (B)(6) md. History and physical. Past medical history: obesity, prothrombin gene mutation, abdominal hernia. Past surgical history: cesarean section x 2. Assessment/plan: possible cholestasis of pregnancy. Planned cesarean section was to be performed at 39 weeks with general surgeon to correct abdominal hernia. Will consider earlier delivery. (B)(6) 2006: (B)(6)healthcare. Pre-anesthesia assessment. Medications: aspirin. Asa 2. (B)(6) 2006: [missing records: operative report for hernia repair was not provided.] (B)(6)2006: (B)(6) surgical group. (B)(6)md. Office notes. Follow up of some drainage from umbilicus. Given course of antibiotics, it did not help. Still noted drainage. Abdomen: small amount of drainage can be expressed from umbilicus, just above scar. Assessment/plan: unsure of etiology of this but must have infected suture which is going to need to be removed. Needs to undergo exploration in operating room. Insists on having general anesthesia. (B)(6) 2006: (B)(6)healthcare. [Illegible]. Pre-anesthesia assessment. Surgical history: cesarean section 2000, 2003, 2006. Hernia repair (B)(6) 2006. Asa 2. (B)(6) 2006: (B)(6)healthcare. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia and drainage from umbilicus. Operation performed: exploration of umbilicus and repair of incisional hernia. Anesthesia: general endotracheal. Description of procedure: ¿the patient was placed on the operating room table in the supine position and satisfactory general endotracheal anesthesia was obtained. The abdomen was prepped with chloraprep and draped as a sterile field. The previous transverse infraumbilical incision was reopened and extended on either side. The incision was carried down through the subcutaneous tissues to the fascia. There was a large hernia sac identified which was dissected free circumferentially. As the sac was being dissected from the overlying skin, there were several old nurolon sutures encountered. Once of these had granulation tissue around it and it communicated with the undersurface of the umbilicus where there was a small hole. This was all dissected free and excised. All of the old sutures were removed. The greater omentum was adherent to the sac. It was sharply dissected free. A couple of small bleeding sites were controlled with 3-0 vicryl ligatures. The omentum was returned to the abdominal cavity. The sac and attenuated fascia were then excised using electrocautery. The removed specimen was sent to pathology for examination. The resulting fascial defect was about 7-8 cm in width by about 4 cm in length. Consideration was given to repairing the recurrent hernia with mesh or gore-tex: however, because of the contamination this was not felt to be indicated. Therefore, the hernia defect was closed transversely with interrupted figure-of-eight sutures of #1 nylon taking large bites on the fascia and burying the knots. The complete repair was inspected and noted to be secure. The wound was irrigated with bacitracin solution. A couple of small bleeding sites in the subcutaneous tissues were controlled with electrocautery. The small hole in the undersurface of the umbilicus was closed from the inside with a couple of sutures with 3-0 vicryl. The depth of the umbilicus was then tacked down to the fascia with a single 3-0 vicryl suture. The wound was irrigated again with bacitracin solution. The skin edges were reapproximated with staples. A dressing consisting of xeroform gauze, 4x4s, toppers and tegaderm was applied. All counts were reported as correct. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ (B)(6) 2006: (B)(6) surgical group, inc. (B)(6) history and physical. Procedure performed: repair of incisional hernia. Findings: granulation tissue around old suture. Specimens: sac. (B)(6) 2006: (B)(6)healthcare. (B)(6)md. Surgical pathology report. Accession number: s-06-0024869. Clinical history: umbilical leakage post op. Specimen: #1: hernia sac (recurrent incisional hernia). Gross examination: #1: the specimen is submitted in formalin and labeled hernia sac (recurrent incisional hernia). There are multiple fragments of rubbery, pink-tan tissue, some with attached soft, yellow adipose tissue. These measure in aggregate 7.3 x 5.5 x 1.0 cm. Three representative sections are submitted in a single cassette. Microscopic examination performed. Final diagnosis: #1: incisional hernia: hernia sac with acute and chronic inflammation and fibrosis. (B)(6) 2006: (B)(6)healthcare. (B)(6) discharge summary. Final diagnosis: incisional hernia repair. Hospital course: nausea and vomiting resolved. Home today. Activity: limited, keep walking, wear abdominal binder. (B)(6) 2007: (B)(6)surgical group, inc. (B)(6)md. Office notes. Incisional hernia. Intermittent pain on right side. Past medical history: irritable bowel syndrome. Current medication: aspirin 81 mg. Gastrointestinal: hernia medium, reducible, non-tender midline incisional hernia present. Plan laparoscopic incisional hernia repair with gore-tex. (B)(6) 2008: (B)(6) healthcare. (B)(6) md. Anesthesia assessment. Weight 115.4 kg. Body mass index: 39.84. Surgery history: incisional hernia repair x 2. 1996 cholecystectomy. Asa status: 3. (B)(6) 2008: (B)(6) healthcare: (B)(6)md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation performed: laparoscopic incisional hernia repair. Assistant: (B)(6) md. Anesthesia: general endotracheal. Description of procedure and findings: ¿the patient was placed on the operating table in the supine position and satisfactory general endotracheal anesthesia obtained. The abdomen was prepped with chloraprep and draped as a sterile field. A 5 mm optiview trocar was inserted in the left upper quadrant and the abdominal cavity insufflated with co2 to a pressure of 12-15 mmhg. The video laparoscope was inserted. There were noted to be several small fascial defects beginning below the umbilicus and extending up above it. The greater omentum was stuck up to the anterior abdominal wall and was up in several of the fascial defects. Three other trocars were inserted under direct vision a 5 mm trocar in the left lower quadrant laterally, an 11 mm trocar in the right lower quadrant laterally and a 5 mm trocar in the right upper quadrant laterally. The omentum was retracted posteriorly and was sharply dissected from the hernia sac and abdominal wall. Hemostasis was obtained with electrocautery. There were noted to be at least 4 separate fascial defects. The largest one measured about 2.5 cm in diameter. A piece of dual gore-tex patch that was 19 cm in length by 15 cm in width was selected. This completely covered all of the defects with at least a 5 cm margin on all sides. A blue line was placed on the longitudinal axis of the patch. Horizontal mattress sutures of 0 nurolon were then placed at 12, 3, 6, and 9 o¿clock. The patch was rolled up and inserted into the abdomen. The patch was then unrolled. The sutures were brought out using the pmi suture passer and tie. The patch was examined and was noted to lay very nicely. The brown smooth side of the patch was down towards the bowel and the white corrugated side of the patch was up towards the abdominal wall. The patch was secured all the way around the periphery with the salute stapler. It was then further secured with sutures of 0 nurolon placed [illegible] between the previous sutures, again using the pmi suture passer. The complete repair was inspected. The patch lay very nicely. It was not under any excess tension. Hemostasis in the abdominal cavity was secure. The trocars were removed under direct vision as the abdominal cavity was desufflated. The trocar sites were closed with interrupted subcuticular sutures of 4-0 vicryl. All of the incisions were then further secured with dermabond. All counts were reported as correct. The patient tolerated the procedure well and was taken to the pacu in stable condition.¿ (B)(6) 2008: (B)(6)healthcare. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 05312457. W.l. Gore & associates. The records confirm a gore®dualmesh®plus biomaterial (1dlmcp04/05312457) was implanted during the procedure. (B)(6) 2008: (B)(6) healthcare. (B)(6) progress notes. Pre-op diagnosis: incisional hernia. Post-op diagnosis: same. Procedure performed: laparoscopic incisional hernia repair. Surgeon/assistant: (B)(6)anesthesia: general. Findings: as above, multiple small fascial defects. (B)(6) 2008: (B)(6)healthcare. (B)(6) physician orders. Abdominal binder. (B)(6) 2008: (B)(6) healthcare. Discharge instructions. Visit reason: incisional hernia. No heavy lifting. (B)(6) 2008: (B)(6)healthcare. Radiology- CT abdomen/pelvis. Indication: abdominal pain/recent herniorrphapy. Pelvis findings: status post recent midline low abdominal hernia repair. Minimal fluid in anterior hernia repair. (B)(6) 2012: [missing records: records for the CT scan showing mesh with fluid collection was note provided.] (B)(6) 2012: (B)(6) surgical specialists. (B)(6) md. Office notes. Pain at umbilicus. Performed umbilical hernia repair at time patient had c-section, 6 years ago. Incision got infected and suture had to be removed. Hernia recurred. Couple of years ago it was prepared laparoscopically with gore-tex patch and [illegible]. There were 4 separate holes in fascia in area of umbilicus. This was 10 x 16 cm. Year ago noticed pain at umbilicus. Last couple of weeks more pain, noticed redness of skin. CT scan shows mesh with fluid collection that is 7 x 2.5 x 5 cm deep to mesh. Has some other pains in pelvis and left lower quadrant. History of bronchitis, cholecystitis, esophageal reflux. Surgical history: cesarean section, cholecystectomy, hernia repair, umbilical hernia. Meds: metformin. Assessment: abdominal pain, umbilical hernia. Plan: removal of implant, deep. Concerned that the mesh is infected. Don¿t know if possibly eroded into piece of bowel or has low-grade infection all along. Could try aspirating fluid but that¿s somewhat risky and I think it just needs to be removed. Somewhat problematic in that closure of abdominal wall can be difficult. It might require bowel resection. Will almost certainly have to use biologic mesh to fix this and may need wound vac. Potentially big operation. Risk of recurrent hernia is high. (B)(6) 2012: (B)(6) healthcare. Anesthesia progress notes. Weight: 122.6 kg. Body mass index: 42.32. Social habits: smoking status: former smoker, quit in college. Asa 3. (B)(6) 2012: (B)(6) healthcare. (B)(6)md. Operative report. Assistant: (B)(6)md. Preoperative diagnosis: infected mesh, abdominal wall. Postoperative diagnosis: infected mesh, abdominal wall. Procedure performed: removal of infected mesh abdominal wall, small bowel resection with primary anastomosis, repair of incisional hernia with strattice mesh, and application of wound vac. Anesthesia: general endotracheal. Procedure and findings: ¿the patient was placed on the operating table in supine position and satisfactory general endotracheal anesthesia obtained. A nasogastric tube and foley catheter were inserted. The abdomen was prepped with chloraprep and draped as a sterile field. There was a very firm mass that began above the umbilicus and extended down below it. A longitudinal incision was made extending around the left side of the umbilicus from above the mass to below it. The incision was carried down through the superficial subcutaneous tissues to the mass. The large mass was then dissected free using electrocautery. This extended down to the fascia on either side and to the fascia in the midline superiorly and inferiorly. The fascia was incised superiorly and the abdominal cavity was entered just above the infected mesh. The greater omentum was adherent to the mesh at the superior aspect. This was carefully dissected free and hemostasis obtained with electrocautery. The left side of the mesh was then completely free up by incising the fascia with electrocautery at the edge of the mesh, removing the tacks along with the mesh. This extended from the superior aspect all the way around the left side down to the inferior aspect. The undersurface of the mesh could then be carefully examined. The omentum had been freed up, but there was a single loop of small bowel that was adherent to the mesh in multiple areas right in the center. It did not appear to involve any of the tacks. There was a thick fibrous peel on the inferior aspect of the mesh. A cavity was entered between this fibrous peel and the inferior aspect of the mesh, and there was clear serous fluid encountered which was evacuated. The small bowel was carefully dissected free from the mesh. The dissection was then extended us around the right side of the mesh using electrocautery, excising the mesh along with the tacks. The entire inflammatory mass with the gore-tex mesh and the tacks was thus removed. It was transected away from the table, and there was noted to be a pocket of frank purulent material on the superior aspect of the mesh between the mesh and the overlying fascia. A specimen was sent for aerobic an anaerobic cultures. The infected mesh was sent to pathology for examination. Attention was then directed to the small bowel. There was a one foot section of mid ileum that had been densely adherent to the mesh in about four different places. All of the adhesions were taken down and the bowel was freed up. However, it was still kinked in about three or four different areas. The small bowel was run from the ligament of treitz to the ileocecal valve and was otherwise normal. The appendix was normal. The colon was also normal. The transverse colon did not involve the inflammatory mass, although the omentum extending right up to the edge of the transverse colon had been carefully dissected free. The decision was made to resect the segment of small bowel because of the risk of obstruction. The mesentery was taken down between clamps with 2-0 silk ties for hemostasis. The bowel was divided proximally and distally with a gia stapler with a blue cartridge. The specimen was thus remove and sent to pathology for examination. The anastomosis was performed in a side-to side fashion with the gia stapler with a blue cartridge. The corners of the staple lines were excised and the stapler inserted and fired. The defect where the stapler was inserted was then closed with a linear 60 stapler. A single 3-0 silk suture was placed at the apex of the anastomosis to take any tension off of it. The defect in the mesentery was then closed with interrupted figure-of-eight sutures of 2-0 silk. The bowel was returned to the abdominal cavity, which was irrigated with saline and suctioned of all fluid. The fascia was then carefully examined. All of the infected mesh and tacks had been removed. There was a fascial defect that was about 10 cm in length by 8 cm in width. It could be approximated but only with a moderate amount of tension. The decision was made to repair it with an underlay biologic mesh. The skin and subcutaneous tissues were dissected free from the fascia for several centimeters all the way around. A piece of strattice that was 20 x 20 cm was selected. The corners and the sides were trimmed slightly. The patch was then sutured underneath the defect all the way around with interrupted horizontal mattress sutures of #1 nylon. The sutures were placed and then carefully tied. Care was taken to avoid getting any omentum or bowel under the edges of the mesh. The wound was irrigated with saline and inspected for hemostasis. A couple small bleeding sites in the fascia were controlled with electrocautery. The fascia was then closed in the midline with running sutures of doubled 0 nylon beginning one suture at each end and tying them in the center. The strattice mesh was completely covered. The subcutaneous tissues were irrigated copiously with sterile saline. Because the skin and subcutaneous tissues had been dissected free, this left a fairly large wound. The decision was made not to close the skin because of the infection and to place a wound vac. The wound was about 5 cm in length by 8 cm in width. White foam was placed over the midline fascial sutures. A silver sponge was then fashioned to fit the subcutaneous tissues and placed over this. Self-adhesive drape and a wound vac were applied. A good seal was obtained. All counts were reported as correct. The patient tolerated the procedure well and was taken to the pacu in stable condition.¿ (B)(6) 2012: (B)(6) healthcare. (B)(6)md. Surgical pathology report. Accession number: s-12-0001173. Clinical history: infected mesh abdomen/incisional hernia. Specimen: #1: infected mesh and fascia. #2: small bowel. Gross examination: #1: labeled infected mesh and fascia is a 12. 0 x 10.5 x up to 6.0 cm irregular fragment of dense, rubbery, white-tan to gray-tan fibrous tissue and tan-yellow adipose tissue. The specimen has been previously incised to demonstrate a 3.5 cm in greatest dimension abscess cavity within the fibrous tissue, filled with a soft, tan-yellow material. There is embedded mesh material adjacent to the abscess cavity. Three representative sections submitted in ¿3a¿-¿3c¿. #2: labeled small bowel is a 20.0 cm long, 1.0 cm in average diameter portion of small bowel with attached mesentery. The serosal is focally covered with dense, gray-tan to dark red-brown fibrous adhesions. The mucosa is pin-tan and glistening. There are no mucosal-based masses identified. The mesentery is serially sectioned to demonstrate no gross focal lesions or enlarged lymph node candidates. Also within the specimen container is a 3.0 x 2.2 x up to 0.6 cm annular portion of bowel with multiple embedded staples. No sections are submitted from this fragment. Three representative sections to include serosal adhesions submitted in two: ¿a¿ ¿b¿. Microscopic examination: #1, 2. Microscopic examination performed. Final diagnosis: #1: infected mesh and fascia, unspecified site: foreign mesh material with associate acute and chronic inflammation, necrosis and fibrosis. #2: segment of small bowel, excision serosal acute and chronic inflammation and fibrosis with adhesions. (B)(6) 2012: (B)(6)healthcare. Microbiology. Aerobic culture and gram stain. Source: swab, outreach. Body site: abdominal cavity. Gram stain report: rare gram negative rod, many white blood cells, many red blood cells. Amended final report: achromobacter xylosoxidans. (B)(6) 2012: (B)(6)healthcare. Microbiology. Anaerobic culture. Source: swab, outreach. Body site: abdominal cavity. Final report: no anaerobes isolated. 01/16/12: (B)(6)healthcare. Microbiology. Fungal culture. Source: swab, outreach. Body site: abdominal cavity. Final report: no fungi isolated. (B)(6) 2012: (B)(6)healthcare. (B)(6) md. Consultation. Mesh associated infection. Impression: achromobacter (alcaligenes) mesh infection, status post removal. Low transverse cesarean section x 3. Morbid obesity. Prediabetes. Polycystic ovaries. Had 10 x 15 cm piece of gore-tex mesh placed. Pathology demonstrated necrosis, fibrosis, acute and chronic inflammation. (B)(6) 2012: (B)(6) md. Discharge summary. Date of admission: (B)(6) 2012. Discharge diagnosis: infected mesh, abdominal wall. Procedures performed: removal of infected mesh, abdominal wall, small bowel resection with primary anastomosis and repair of recurrent incisional hernia of recurrent hernia with strattice mesh and application of wound vac. Reason for hospitalization: underwent repair of umbilical hernia at time of c-section 6 years ago. Incision got infected and sutures had to be removed. Hernia recurred. 3 years ago repaired laparoscopically with piece of gore-tex patch. Mesh was secured with protacks and sutures. Four separate holes in fascia at that time. Pain got much worse and described as burning. Redness in overlying skin. CT scan showed mesh with fluid collection deep to mesh that was 7 x 2.5 x 5 cm. There was a lot of reaction above mesh. Previous surgery included cholecystectomy. Also had gastroesophageal reflux disease. Morbidly obese. Small transverse infraumbilical scar with a lot of induration and tenderness above umbilicus and some erythema. Hospital course: postoperative course uneventful except for slow return of bowel function. Continued on IV zosyn with vancomycin. The organisms was multiply [sic] resistant. Patient to have wound vac at home. To be changed by home health nurse. Continue abdominal binder. Followup 7-10 days. (B)(6) 2012: (B)(6)health care. Discharge instructions. Avoid strenuous activity. No heavy lifting, no lifting > 5 lb. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection and mesh removal. Additional event specific information was not provided.